Manufacturer narrative:
Additional information provided. Two opened and one unopened probes were received in trays for the report of could not cut. The customer reported three probes could not cut, however, when the manufacturing site requested clarification as to why an unopened sample was returned, no additional information was received. The manufacturing site evaluated the three available probe samples. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are five additional complaints associated with the lot for the reported issue; the five additional complaints are from the same reporting entity as this reported event. Sample #1 was visually inspected and was found non-conforming with a crack in the body near the cap. Sample #1 was then functionally tested for aspiration, actuation, and cut and was found conforming for all three functional tests. Sample #2 was visually inspected and was found conforming. Sample #2 was then functionally tested for aspiration, actuation, and cut and was found conforming for all three functional tests. Sample #3 was visually inspected and was found conforming. Sample #3 was then functionally tested for aspiration, actuation, and cut and was found conforming for actuation and cut and was found non-conforming for aspiration. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Slight wear marks were observed at the bend area. O-rings, spacers, and diaphragm and spring were all intact. The complaint evaluation does not confirm that any of the probes had a cut issue, therefore a cut issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Sample #1 was observed with a crack in the body, but was also functionally conforming for all tests. How and when the probe body became cracked cannot be determined from this evaluation, however, this is most likely related to handling of the probe at any time after it was shipped from the manufacturing site including its use during surgery. Sample #2 was found fully conforming. One probe sample was received unopened and this fully conforming sample is most likely the unopened sample. Sample #3 was met specifications for actuation and cut, however, unrelated to the reported event the complaint evaluation indicated the probe had an aspiration issue. The root cause for the probe not aspirating cannot be determined from this evaluation. The most likely root cause for the poor aspiration is interference in the aspiration path. How and when the interference was introduced cannot be determined from this evaluation. No action was taken as all of the returned probe met specifications for the cut issue as described by the customer. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the probe did not cut during a procedure. The procedure was completed with no patient harm. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided. Two opened and one unopened probes were received in trays for the report of could not cut. The customer reported three probes could not cut, however, when the manufacturing site requested clarification as to why an unopened sample was returned, no additional information was received. The manufacturing site evaluated the three available probe samples. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are five additional complaints associated with the lot for the reported issue; the five additional complaints are from the same reporting entity as this reported event. Sample #1 was visually inspected and was found non-conforming with a crack in the body near the cap. Sample #1 was then functionally tested for aspiration, actuation, and cut and was found conforming for all three functional tests. Sample #2 was visually inspected and was found conforming. Sample #2 was then functionally tested for aspiration, actuation, and cut and was found conforming for all three functional tests. Sample #3 was visually inspected and was found conforming. Sample #3 was then functionally tested for aspiration, actuation, and cut and was found conforming for actuation and cut and was found non-conforming for aspiration. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Slight wear marks were observed at the bend area. O-rings, spacers, and diaphragm and spring were all intact. The complaint evaluation does not confirm that any of the probes had a cut issue, therefore a cut issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Sample #1 was observed with a crack in the body, but was also functionally conforming for all tests. How and when the probe body became cracked cannot be determined from this evaluation, however, this is most likely related to handling of the probe at any time after it was shipped from the manufacturing site including its use during surgery. Sample #2 was found fully conforming. One probe sample was received unopened and this fully conforming sample is most likely the unopened sample. Sample #3 was met specifications for actuation and cut, however, unrelated to the reported event the complaint evaluation indicated the probe had an aspiration issue. The root cause for the probe not aspirating cannot be determined from this evaluation. The most likely root cause for the poor aspiration is interference in the aspiration path. How and when the interference was introduced cannot be determined from this evaluation. No action was taken as all of the returned probe met specifications for the cut issue as described by the customer. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).